Manufacturer narrative:
During a review of our files, it was discovered that this incident was inadvertently not reported.

Event description:
Surgeon reported that endontine midface tether broke after the tines were engaged. Event happened in late 2014; however, it was not reported to microaire until (B)(6) 2015.